Event description:
The user facility reported a central line was a triple lumen catheter inserted in the internal jugular vein. The biopatch was covered with a tegaderm and the line was sutured in place. The biopatch had swollen with fluid and the blue top of the disc separated from the foam. The sutures were pulled out, and the central line was pulled out about 1 inch. The patient underwent a series of chest x-rays and the line was resutured. The lot number is not known. The product was discarded and is not available for evaluation.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.